Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis device. During a revision surgery the physician found there was fluid loss from a hole coming from the pump tubing, leading to the device being explanted. There were no patient complications.